Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 168194-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, perforation, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: patient was unable to afford removal surgery. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: total bilateral occlusion. Lot number reported is ( 168194 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-mar-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 168194) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, perforation, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: patient was unable to afford removal surgery. Discrepancy noted in date of insertion (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs: lot number was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, nausea, visual impairment and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, perforation, urinary tract infection, vaginal discharge, visual impairment and weight decreased to be related to essure. The reporter commented: patient was unable to afford removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs provided. Information updated: date of birth, essure insertion date, events added (dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, perforation, bladder problems, urinary tract infection, vaginal discharge, fatigue, hair loss, hormonal changes, nausea, vision problems, weight loss). Event injury was deleted. Case was upgraded to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.